Event description:
User reports receiving discrepant results for estradiol for many samples. User did not provide an exact number of samples. Only the following two examples were provided: pt 1, initial result gave 3800 pg/ml; repeat gave 1920 pg/ml. Pt 2, initial result gave 12000 pg/ml; repeat gave 10800 pg/ml. If additional info is received, appropriate notification will be provided.